Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: lead performance and clinical outcomes of patients with permanent his-purkinje system pacing: a single-centre experience. Europace (2020) 22, 45¿53. Doi:10.1093/europace/euaa295. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding his bundle pacing. The article reports leads which could not be implanted. There were leads which exhibited micro dislodgments found by a change in qrs morphology within one week of implant. The echocardiography showed the lead tip slightly pulled back inside the interventricular septum (ivs) with a distance of 2 to 3 millimeters between the lead tip and left ventricular (lv) endocardium suspected to be due to inadequate fixation of the pacing lead. There were also increases in thresholds to high values. No interventions were performed on these leads and the status/disposition appear to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.